Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was stuck in the suction cylinder, however, the specific material could not be identified and the cause could not be specified. There was no damage to the area where the foreign material remained. Three attempts were performed to obtain additional information regarding the event and user's reprocessing methods, but no response was received from the customer. The event can be detected and prevented by following the instructions for use (IFU) which state: "4.2 insertion avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that one of the ports of the evis exera iii colonovideoscope had metal/sharp protruding by the handle. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a foreign object stuck in the suction cylinder. The report is being submitted due to the foreign material in the suction cylinder found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the up/down knob had play, the scope cover was chipped, and the bending section cover was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.